Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that, before/during loading a 13.2mm vticm5_13.2 implantable collamer lens, -13.0/+0.5/157 (sphere/cylinder/axis), it tore. There was no patient contact with the lens, however the patient had already been given anesthesia. This occurred on (B)(6) 2021.

Manufacturer narrative:
Additional information: h3. Device evaluation: lens returned in a vial with liquid. Visual inspection found optic torn and haptic torn. H6. Method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).